Manufacturer narrative:
The customer does not know which strips were used for the comparisons, so they will not be returned.

Event description:
The customer received questionable results for 3 patients on the coaguchek xs meter (serial number (B)(4)). Of the data provided, two patient's had an erroneous result. The laboratory is using the dade innovin reagent. The first patient had a result of 4.2 inr on the meter compared to 3.0 inr from the laboratory. The second patient had a result of 4.5 inr on the meter compared to 3.2 inr from the laboratory. The second patient is male. The patient's date of birth and weight was requested but they were not provided. The time frame between both of the meter results and the venous draw was 10 minutes for each comparison. The customer did not know if the same vial of strips was used for all of the comparisons. The controls were run and had passed on the day of the results in question. It was asked if any treatment or medication changes were made for either patient based off of any of the results but the customer did not have any information regarding this. The customer was also not able to provide whether or not either customer was on heparin or direct thrombin inhibitors. The reporter was not able to answer any questions regarding whether the patients had antiphospholipid antibodies. It was also no known if either patient was anemic. There were no adverse events. The current condition of the patients is unknown. The suspect product was requested to be returned; however, the customer does not know which strips were used for the comparisons, so they will not be returned.

Manufacturer narrative:
A specific root cause could not be determined for this event. Additional information was requested for investigation but was not provided. Since no product was returned, the investigation could not be completed.